Manufacturer narrative:
The device has not been returned to any of the olympus locations. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A sales representative reported that various errors were displayed and the endoscopic image continued to disappear. The event was found when the camera head or endoscope was connected to the device. Reportedly, errors e228 and e216 occurred. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to the service department of olympus australia pty ltd for inspection. The inspection confirmed followings; the reported event was not reproduced when the camera was connected to the device. The error codes e228 and e216 were not displayed. The scope connector socket was corroded. There was dust in the device. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported error codes were caused by followings; the endoscope connected to this device was out of order. The circuit board for communicating with the endoscope was short-circuited by dust, causing a temporary malfunction. If significant additional information is received, this report will be supplemented.